Event description:
During pt treatment, the model 3100a's oscillatory driver stopped after the operator lowered the frequency to 3 hz. The operator was able to restart it after resetting the alarms; however, the driver didn't sound normal. The pt was bagged, then placed on another 3100a without compromise.